Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined pacing impedances which triggered a rv bipolar lead impedance alert. Per clinical prophylactic protocol the rv lead was programmed tip-coil for pace/sense. It was also noted that a lead integrity alert (lia) had triggered a couple months prior for sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.